Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the analog pcb assembly caused the device not to allow a shockable rhythm to be shocked. The analog pcb assembly was then evaluated further. Physio-control determined that the cause of the reported issue was due to a capacitor, designator c157 on the analog pcb assembly, being shorted. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had a service wrench indicator in its readiness display. During device evaluation, physio-control observed that the device had logged an event code into its memory and would not shock defibrillation energy as a shockable rhythm was analyzed as non-shockable. There was no patient use associated with the reported event. (B)(4).